Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the pump was not giving insulin. Customer's blood glucose level was 227 mg/dl. Customer was treated with manual injection. Customer declined to troubleshoot for high blood glucose and under delivering. The device will be returned for analysis.